Event description:
Pt was undergoing tonsillectomy. A conmed hand-trol electrosurgical pencil with a mega dyne e-z clean extended blade electrode was being used. During activation of the cautery/electrode, flames arced from the electrode tip and melted a portion of the endotracheal tube. The endotracheal tube was removed before burns to the pt's throat or airway occurred. A bulb syringe of irrigation was used immediately to extinguish the flame. The pt did receive a burn to the (right clavicular area) skin when the electrode was removed from the tonsillar area.